Event description:
During report, patient seen with hand up reaching for ett. Wrist restraint still tied securely to bed. Patient wrist pulled out of restraint. Manufacturer response for medline quick release limb holder, (brand not provided) (per site reporter) recently we have had a ton of incident reports pertaining to the new medline restraints failing. We had a call with medline last week to explain our issues and they are currently investigating and are planning a return trip to the hospital to educate nursing again. After about 5 more reports came in today, we are more concerned. No patient or caregiver harm has ensued yet, but this is a huge safety risk. I am working with and the supply chain to have another call with medline and ask that they either replaced the lot numbers with.